Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving two vibratory alerts from their implantable cardioverter defibrillator. Upon interrogation of the device, backup operation was noted. The patient was testing a ¿full house¿ back-up generator the day before the interrogation. The patient was standing next to the generator as it was running. The device was restored. The patient was good before, during and after the restoration.